Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, power on self-tested, battery tested and the alarm log was reviewed. During power on self-test and alarm log review, the f-94 alarm was found. The cause of the alarm was determined to be an inoperative battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.